Event description:
The pt was standing next to the microwave when it 'blew up'. Afterward, the pt felt light headed and experienced a loss of therapeutic effect and increased pain. The pt had an appointment to visit his hcp. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.